Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 11.3 mmol/l at the time of the incident. The customer stated that the needle was missing in their sensor. The customer was not able to insert their sensor. The customer was sent replacement sensors.